Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a stroke and a heart attack. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and caused a stroke and a heart attack. The patient did not report to receive any medical intervention. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 12/27/2022 for further evaluation. The device was evaluated on 11/17/2023. There was no mention of visual findings to the external part of the device. The device was returned to the manufacturer's product investigation laboratory for further investigation. During investigation, evidence of sound abatement foam degradation/breakdown was observed in the base unit. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.   The manufacturer concludes evidence of sound abatement foam degradation/breakdown was observed in the base unit. Section d8, d9, h2, h3 and h6 were updated.